Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The caller reported via phone call that they experienced high blood glucose level of 450 mg/dl. The caller reported that they treated the high blood glucose with manual injections. The caller declined to troubleshoot for the high readings. The insulin pump was not returned for analysis.